Event description:
It was reported the patient had a loss of therapeutic effect and was as sick as prior to implant, which started a couple of months prior to report. It was noted the patient was having trouble keeping hydrated. It was stated the patient wasn¿t sure if their spinal cord stimulation device or their hyperbaric chamber treatment would have caused the implant issue. It was later reported the patient¿s stimulator was not working at the time of report. The patient stated their symptoms returned two months prior to report and they had been throwing up a lot. It was noted the patient hadn¿t had their device checked yet. The patient stated that once in a while they used to feel it in them but they had not felt it. It was noted the patient had another implantable device and they went to turn their other device off and the patient was worried they could have turned off their gastric stimulator too. Reportedly, the patient had nausea and they had surgery every 5-6 months on their bladder to expand their bladder for interstitial cystitis.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).